Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a lead revision. The patient's right ventricular (rv) lead delivered an inappropriate shock. The patient experienced discomfort due to the shock. The rv lead was explanted and replaced. The patient was stable throughout procedure.